Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump and cylinders were replaced due to malfunction. The reservoir was retained.

Manufacturer narrative:
An alpha I pump and cylinders were received for analysis. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This is not a site of leakage. Abrasion was also noted on the shorter exhaust tube of the pump. No functional abnormalities were noted with either cylinder. Abrasion was noted on the exhaust tube of cylinder 2. A separation within abrasion was noted on the longer end of the detached inlet tube with connector. This was a site of leakage. Partial separations were also noted with in the same area of abrasion. These were not sites of leakage. Groups of striations, indicating contact with unshod instrumentation, were noted on the shorter end of the detached inlet tube with connector. These are sites of leakage. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that pump tubing may have been overlapping while in vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation through the inlet tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the detached inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations were not associated with the cause for failure.

Event description:
According to the available information, the pump and cylinders were replaced due to malfunction. The reservoir was retained.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures.